Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient had a posterior lumbar fusion, level l4 - s1, on (B)(6) 2009, implanted with a uss construct. The patient developed adjacent level disc disease and stenosis at the l2-3, and l3-4 levels above the previous fusion on an unknown date. On (B)(6) 2012 patient was returned to or, the uss hardware was removed, patient was revised to uss dual opening hardware from level l2 - s1. It was noted: there were no issues with the hardware that was placed on (B)(6) 2009. This is 6 of 20 reports for this event.